Event description:
Technician alleged that the brake casters are not holding. No alleged injuries by the account.

Manufacturer narrative:
The technician replaced the head end brake casters and hex rod to resolve the issue.